Event description:
A customer observed falsely elevated troponin I results on multiple patient samples. The results were reported, and questioned by a health professional. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found the precision of the system with this assay did not perform as expected. The laboratory is neither performing duplicate testing nor confirmed results >0.08 ng/ml as stated in the trop I instructions for use. Due to this user error, imprecise results were reported to the physician.